Event description:
A relative was using this product. This product is used to protect a wound from infection while a catheter is inserted. Reporter did not know of any injuries or illnesses as a result of this product. Reporter is aware through research that the alias of tri-state) lost its patent 6-8 months ago due to a lawsuit from 3m. As a result of this lawsuit, co. Was forced to redesign the sorbaview 2000, with the result being that as opposed to having the adhesive on the inside of the product, the firm was forced to put the adhesive on the outside. The complainant was concerned that due to this redesign, it left the dressing suspectible to having undesirable products attach themselves to the dressing and therefore endanger the pt. Due to the fact that this is not a complaint regarding a specific batch/lot, there is no such info filled in the complaint that would identifiy the product in such a manner.